Event description:
On 3/31/92 an ipp device was implanted. On 5/5/95 the cylinders were revised. On 1/3/97 the cylinders and pump were revised. Info acquired on 1/27/97 indicates the device is not functioning - will not pump up. Add'l lot no: by182 005, cq209 008. Add'l serno: by182 005, cq209 008.